Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30496 - device 2 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 01-oct-2024 that the patient observed needle stayed in the body after insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.